Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that in last 2 years, they have had 3 brush heads break off in their mouth. The moving brush head bit falls off the shaft exposing the plastic end with the moving pin. They had dismissed this as wear and tear. They reported having soft gums. No injury was reported.